Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4), alleging that his one touch verio flex meter had displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2016, at lunchtime. The patient manages his diabetes with oral medications diet and/or exercise and reported that he made no changes to his usual diabetes management routine as a result of the alleged issue. The patient reported that he developed the symptoms of "vision was off" around the same time the alleged product issue began. The patient denied that he received any treatment. At the time of troubleshooting the cca noted that this was not the first time the meter was being used, there was no misuse of the meter, the correct testing steps and test strips were being used. Cca noted that the patient was unable unwilling to answer if the error 2 message reappeared when pressing the power button. The patient did not having testing supplies to walk through a retest, therefore the product issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.